Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the pediatric patient experienced symptoms of dizziness and feeling almost passing out despite a cgm reading of 104 mg/dl. At some point during the event the patient lost consciousness and experienced a signal loss. The parent assisted during the event. A fingerstick blood glucose (bgfs) check was performed at that time, showing a low reading of 39 mg/dl. Treatment was provided immediately by the parent using food and drink. Following this, the patient¿s symptoms improved. A repeat bgfs reading showed 76 mg/dl, and the cgm reading at that time was not remembered. The sensor was removed after the incident. There was no length of stay as no hospitalization occurred, and no additional medical treatment was provided. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after patient was given foods. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).